Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the use of a posterior lip augmentation device for a revision of recurrent dislocation after primary cemented charnley/charnley elite total hip replacement" written by j. Mcconway, s. O'brien, e. Doran, p. Archbold, and d. Beverland published by the journal of bone and joint surgery accepted by publisher after revision on 9 july 2007 was reviewed. The article provides illustrative examples of the plad in figure 1 and figure 2. The article's purpose: "to evaluate retrospectively the clinical and radiological outcome associated with the use of a posterior lip augmentation device as a salvage treatment for instability and also to establish the complications associated with its use." Data was compiled from 307 patients receiving plads in conjunction with the original depuy components that were experiencing recurrent dislocations. Cement manufacturer is unknown and screws utilized to fixate plads are assumed to be depuy. Original depuy implants: charnley/charnley elite cemented components with cemented poly cup depuy implants applied to original: plad with 5 screws adverse events: recurrent dislocations of original implants (treated by revision surgery with implantation of plad) prolonged rehab requiring extended hospitalization pulmonary embolism (no information regarding treatment provided) deep infection (treated by antibiotics, washout, and/or revision) further dislocation (treated by revision associated with plad broken screws) plad device migration (note of broken screws and treated by revision) loose cup noted that radiolucent line was present before insertion of plad which "increased afterwards" (treated by revision) pain (treated by revision) broken screws radiographically detected (no treatment provided).

Manufacturer narrative:
: Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.